Event description:
On (B)(6) 2012, the pt reported a hypoglycemic event that occurred about two years ago; she does not recall bg values; she was treated by paramedics at home with IV glucose and oral cho. The pt noted that she has hypoglycemia unawareness and has a history of low bg. She recalled that she delivered a correction bolus for an elevated bg and her bg dropped to 36mg/dl. She reported that she maintains tight control of her bg and cs concluded she may have treated the bg elevation with too much insulin. The pt denied any further hypoglycemic episodes and did not allege a problem with the pump. The pump was returned to animas. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There is no allegation or evidence that the pump caused or contributed to the event. This complaint is being reported because, she allegedly had hypoglycemia due to possible over treating with insulin while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.